Event description:
The monitor, pt, vital signs, fsn 6515-01-423-5872, can not (as fielded) be charged in a temper. The charger, will not fit into the temper convenience outlet. The size of the charger and the design of the convenience outlet (has weather tight outlet covers) will not allow the charger to be plugged into the outlet.